Event description:
It was reported that a spectrum pump constantly had no audio output. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was found it was out of spec in relation to the reported symptoms, no audio, which was reproduced and confirmed during eval due to a failed processor printed circuit board (pcb). The processor pcb was replaced.